Event description:
During the procedure, the patient experienced hemopericardium. Medical intervention was administered and the prognosis of the patient is satisfactory.

Manufacturer narrative:
This complaint was part of a study which initially was thought of as clinical trial. The event occurred in 2005 and was not entered as a complaint until 2006, at which point it was determined a reportable complaint.